Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that metal piece fell off. During the open hepatectomy, after fired, open the device, found one metal piece in the patient body, removed from the patient, and checked, found this metal ring was from ntlc75. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r58k4c. The analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge reload loaded on the device. Further analysis on the device shows damage on the left shroud, the damage noted was a scratch, this damage is consistent with an improper use of the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Please refer the IFU for proper handle of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Two pictures were provided. On the pictures provided, device manipulation is noted, a surgical instrument is handling the shroud on both sides, where the bearings are assembled. Based on the photos alone no conclusion could be reach as to how the reported event occurs. Please refer to the device analysis for full analysis details and conclusion.